Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was detached from connector on (B)(6) 2024. Infusion set was in use for 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.